Event description:
Obese patient found on their back lying on the floor. Bruise on right thumb, left side of stomach, and left knee. Rails had given way due to excessive weight of patient while thrashing around in bed, putting legs over siderails.